Manufacturer narrative:
Method: an analysis of production records was performed, as device was not returned. Results: no problem with the device has been found. Conclusion: the event is a known inherent risk of the device, and is an adverse event associated with the procedure. No problem with the device has been detected.

Event description:
Complainant reported that patient complained of major pain, possibly due to shifting of the implants. Devices were explanted and replaced bilaterally approximately 8 months post-operatively. (This report is for the left side device. Refer to 2028924-2018-00010 for report on the right side device involving the same patient and same event.)